Event description:
It was reported that during a procedure at the user facility, the screw in the back of the cordless driver 2 came out of the device. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The technician reported that the decorative nut was detached. According to a review of the risk documents, the device can disassemble if the decorative nut comes off. The decorative nut receives loctite on the threads before it is screwed on. In order for the decorative nut to come loose, the loctite seal would have to be damaged.